Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops were seen out of the tubing after fill tubing. Also, it was reported that the customer's fill estimate was inaccurate right after completing the load process. The customer's blood glucose level was not impacted and the customer indicated that the cartridge/infusion set would be changed.